Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) would not "shuttle down" when deploying from black handle. There was no reported patient injury. Other procedural details were requested but were not provided. The device was later returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, a 6f/7f mynxgrip vascular closure device (vcd) would not "shuttle down" when deploying from black handle. There was no reported patient injury. Other procedural details were requested but were not provided. One non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged with the black handle, while the stopcock was open and a cordis mynx syringe was attached to the unit. A non-cordis catheter sheath introducer (csi) was also returned inserted on the device. The sealant was noted as incomplete in its manufactured position, and the advancer tube was also in the manufactured position. No additional anomalies were observed during this analysis. A functional deployment test was performed after inserting the unit into a corresponding french-size csi. The device operated as intended, with the sealant deploying and the advancer tube advancing properly after the handle was pulled proximally from the shuttle to complete the deployment sequence. The advancer tube was then fully removed, passing over the balloon without any friction or resistance that could affect device use. An additional test was conducted by holding the unit vertically by the handle with the shuttle engaged; it was observed that gravity did not cause disengagement of the shuttle from the handle. The slit was confirmed to be present on the outer cartridge of the evaluated unit. A product history record (phr) review of lot f2513203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿shuttle-shuttle advancement issue¿ was not observed through analysis of the returned device since it passed functional analysis and the device was received with the sheath fully retracted on the shuttle tubing. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the shuttle advancement issue reported since the shuttle was able to advance and retract without issue during the simulated deployment test. However, procedural/handling factors are possible. Additionally, the returned condition of the device did not match the event description provided. The device was received with the sheath retracted on the shuttle tubing and part of the sealant missing from the device, indicating that a partial misdeployment or component issue may have occurred instead. However, as this condition was not reported by the customer, it is unknown if this sealant condition occurred during use in the procedure or after removal from the patient. If it occurred during the procedure, the condition of the sealant may be due to premature swelling. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, phr review, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2513203 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) would not "shuttle down" when deploying from black handle. There was no reported patient injury. The device will not be returned for evaluation.